Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that levophed leak from the tubing "above insertion clamp" (presumed to mean upper fitment). There was no report of any patient harm. No further patient/event info was reported.